Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was externally visually inspected and no defects were found. Receiver will not boot unable to download data or perform functional testing. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.